Manufacturer narrative:
Updated data: h2 h3 h6 image review: 7 fluoroscopic cine loops of the fluoroscopic check and implant procedure were provided for review of the event. Images from the patient summary were also provided for anatomical review. Image 1 showed a kink in the support guidewire. Because the lack of additional information, it¿s unclear if the kink might have been the cause for the implanters not being able to cross the aortic arch or the result of their struggle to cross the arch. The aortic dissection happened in the region of the kink, making it necessary to implant a covered stent. Images 3 and 4 demonstrated the tortuous patient anatomy that contributed to the difficulties to deliver the catheter through the anatomy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-29, there was node overlap across 4 in the fluoroscopic check. The valve was not used and a new devices were used to load a new valve. After positioning a non-medtronic guidewire (lunderquist dc) in the left ventricle, the implanter attempted to cross the aortic arch but was unable to. A long 64 centimeter sheath was prepared, and upon the delivery catheter system (dcs) retrieval, the patient's blood pressure dropped immediately. Aortic angiography identified an aortic rupture and a type b aortic dissection directly distal to the ostium of the left subclavian artery. Temporary but insufficient stabilization was attempted with a 24 millimeter (mm) non-medtronic (vacs2) balloon. Cardiopulmonary resuscitation and blood transfusion were required. Following a physician team discussion, an aortic stent and a non-medtronic aortic graft stent (gore tag 31mm/15cm) were implanted in the distal aortic arch. The heart-lung machine was established, a change to a cardiohelp system was made, and the patient was transferred to the intensive care unit. Subsequently, the patient died and the cause of death was not reported.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29; product lot/serial number (B)(6); product type: heart valves; implant date; explant date; product ID evfxplus-29; product lot/serial number k122311; product type: heart valves; implant date; explant date product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: heart valves; implant date; explant date product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: heart valves; implant date; explant date product ID lunderquist dc wire; product lot/serial number n/a; product type: guidewire; implant date; explant date product ID 64 cm sheath; product lot/serial number n/a; product type: sheath; implant date; explant date product ID 24 mm vacs2 balloon; product lot/serial number n/a; product type: dilation balloon; implant date; explant date product ID aortic graft stent gore tag 31mm/15cm; product lot/serial number n/a; product type: stent graft; implant date (B)(6) 2025; explant date, select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID 27 mm perimount; product lot/serial number n/a; product type: heart valve; implant date (B)(6) 2010; product ID edwards mitral valve; product lot/serial number n/a; product type: heart valve; implant date (B)(6) 2010; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per the physician, the cause of the injury was the patient's aortic disease, tortuosity, calcification of the aorta, previously implanted valves in the aortic (perimount 27 mm) and mitral (edwards) positions and the rigid delivery catheter system (dcs). Per the physician, the cause of death was aortic rupture.